Event description:
The customer complained that a discordant (B)(6) vitros ahbcm result was obtained from a single patient sample using a vitros 3600 immunodiagnostic system when compared to a (B)(6) result obtained using a non-vitros abbott architect method and confirmatory (B)(6) results. Vitros ahbcm result: (B)(6) vs expected (B)(6) non-vitros abbott architect result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported from the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation confirmed that a discordant (B)(6) vitros ahbcm result was obtained from a single patient sample using a vitros 3600 immunodiagnostic system when compared to a (B)(6) result obtained using a non-vitros abbott architect method and confirmatory (B)(6) results. The definitive assignable cause for the (B)(6) vitros ahbcm result is unknown; however, an unknown sample interferent or pre-analytical sample handling cannot be ruled out as contributing factors. There is nothing to suggest the vitros ahbcm reagents or 3600 instrument involved malfunctioned.